Event description:
A peritoneal dialysis pt reported that there was fluid inside the pump door during his initial drain. He found a crack in one of the plastic domes. There is no report of pt ill effect. There is no sample available for eval.

Manufacturer narrative:
No sample was returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.